Manufacturer narrative:
It was reported that the users attempted to deliver three shocks to the patient. The first shock was attempted and a patient physiological response was observed, but the unit displayed a 'shock not delivered' message. The second shock was successfully delivered at 150 joules, with no device messages. The third shock was attempted and a patient physiological response was observed, but the unit displayed a 'shock not delivered' message. The device was removed from service and quarantined, pending further investigation. The device was received by the philips bench on 20-jan-2017. No accessories were returned with the device. The electronic file from this event was reviewed. The device was powered on into the monitor mode and pads were placed. Between 7:04 elapsed time (et) and 30:04 et there were 13 disarms of energy; twelve of these were manual disarms done by the user and one was a disarm when the charged energy had not been delivered within 30 seconds which is expected device behavior. The users gave multiple doses of IV medication during this time as well. At 32:11 et there was a "shock aborted" message which indicates that the delivery of energy was aborted due to a patient impedance outside the range for the delivery of energy. At 32:30 a 200j shock was delivered with a patient impedance measurement of 197.6 ohms. This impedance measurement supports that there was a high patient impedance condition. The heartstart mrx IFU identifies the patient impedance range as 25-180 ohms. The remainder of the event had 6 manual disarms by the user and two more aborted shocks. Note that when a shock is aborted, a small amount of energy may still be delivered to the patient which would account for any muscular response that may have been observed. The heartstart mrx IFU states: the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance.(page 67). The device worked as expected and the philips bench was unable to reproduce the customer's reported problem. The device was tested in accordance with all relevant procedures and successfully passed. Philips could not identify any malfunction of the device.the device was returned to the customer and no further action or investigation is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed the shock not delivered message intermittently during a patient use incident. It was reported to philips that the device was in clinical use at the time the error message was observed. It was reported that the patient expired.